Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are 3 "lead failure predictor" events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient received an inappropriate shock due to t wave oversensing during premature ventricular contractions that occurred after the patient was exercising. The lead sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.